Event description:
Customer got a bacterial infection on her abdomen where she had placed a pod. Her hcp prescribed a cream and advised her to use skin barrier products when wearing pods on the abdomen. The customer has been using pods from the same box and has not had any other episodes. Customer stated that she uses skin barrier products during sports activities. The pod was discarded and therefore unavailable for eval.

Manufacturer narrative:
The device was discarded and therefore unavailable for eval. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was reported, so no review of lot qualification (including sterilization) records was possible. The omnipod's user guide warns: "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs." And cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It further advises to, "at least once a day, user the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."